Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges the carbon monoxide detectors were going off in her house. When the fire department arrived, they allegedly told her it was coming off of her batteries because the box was allegedly hot.